Event description:
It was reported that the rv (right ventricular) lead was cut or fractured at a kink in the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, the proximal conductor was fractured, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and the outer insulation was breached and had a depression; proximal segment returned and analyzed.